Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse verified with the customer the reported issue. Once the unit was opened up, the fse detected a saline spill. The power management board was affected with the saline spill. So, the fse replaced the power management board (0670-00-1162) along with the temperature sensor as a precaution. The fse then completed preventive maintenance. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) an overheating alarm. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).